Event description:
A complaint was received from a customer that reported that their elite system would not beep, not show the last result. The customer stated that customer has had the system for about a year and had never replaced the batteries. The batteries were replaced and the system still would not function correctly. An attempt was made to run the check strip but this revealed that several of the segments were missing. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.